Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. Review of the treatment log files identified the occurrence of venous pressure high alarms which preceded the tmp alarms, both of which are indicative of clotting as noted in the user's guide. The log file also shows the blood pump was stopped for several minutes during alarm troubleshooting. The user's guide warns the risk of clotting in the cartridge and filter increases during long treatments or when blood flow stops. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and there have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A high tmp alarm occurred towards the end of a routine hemodialysis treatment. Due to clotting of the circuit, rinseback could not be performed resulting in an estimated blood loss of 190cc. No medical intervention was required.